Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. During the device evaluation 32 errors were observed. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.